Event description:
It was reported that the patient used meal announcements as a corrective action for a reported high blood glucose of 401 mg/dl while using the ilet system, and the patient was advised to allow the system¿s correction algorithm to address hyperglycemia rather than using meal inputs as corrections. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified involving an improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.